Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery, with heavy tortuosity and mild calcification. During deployment of the 2.5 x 12 mm xience pro stent, a dissection occurred. Another xience pro stent was implanted for treatment. The final outcome was good. There was no reported clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.